Manufacturer narrative:
(B)(4).

Event description:
Further investigation revealed a potential cause of the event may be due to an incorrect coil length being used when the stent graft was manufactured.

Manufacturer narrative:
Mfg related.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 66mm fusiform abdominal aortic aneurysm. During the index procedure, the physician noticed that the ring marker at the contralateral gate of the bifurcation was partially incomplete. The physician checked under fluoroscopic guidance and noted that it looked like a ¿c¿. The procedure was completed successfully and there were no adverse events during the procedure. No clinical sequelae were reported and the patient is doing fine. A review of returned angio images at implant confirmed that the gate ring marker was incomplete; encircled approximately 270deg instead of 360degrees. The 37mm length coil may have been sewn into the stent graft instead of the specified 43mm length coil.